Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced infusion set was accidentally pulled out during use due to tubing catching on something or pump falling event on (B)(6) 2026. The patient was eventually hospitalized on (B)(6) 2026, later requiring transfer to the intensive care unit (ICU) due to elevated blood glucose level. During hospitalization, the patient's blood glucose level was between 600 mg/dl and 699 mg/dl and was treated with intravenous (IV) fluids of saline and insulin. The patient was found positive for ketones level and ketones level were found to be life threatening at the time of the event. The patient has not yet been released from the hospital. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.